Event description:
4/76 rptr had cervical cancer and hysterectomy, & pulmonary thromboembolism. 2/85 a kidney biopsy showed glomerulonephritis. She has been diagnosed with atypical rheumatic syndrome, chronic fatigue and since 1985, severe painful hardening of left breast. Hematuria, proteinuria, with mesangial proliferative lesions on biopsy, history of siliconomia, elevated cholesterol and triglycerides, high blood pressure, ruptured implants via mammogram, medically evaluated at 35 % disability.